Event description:
It was reported that the scope tested positive for three contaminations: 40 colony forming units (cfus) of an unspecified organism in the suction channel (distal end), 20 cfus of mycolicibacterium mageritense in the suction channel (universal cord), and 20 cfus of mycolicibacterium mageritense in the air/water channel. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Updated fields: d8, h2, h3, h6, h11 the reported event was not confirmed as the scope was not microbiologically tested by olympus. The device was evaluated where an additional potential adverse event was confirmed where the channel mount had foreign material. Based on the results of the investigation, olympus confirmed foreign material was present within the device, but the type of the material cannot be identified however, it is likely the following led to the malfunction: the foreign material was possibly not removed completely if the reprocessing steps were not conducted properly. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information was provided by the customer.